Manufacturer narrative:
The returned centrimag motor (serial number (B)(4)) was evaluated and tested by the service depot under work order #(B)(4). The reported complaint was verified and reproduced during testing. During visual inspection, it was observed that the motor's set screw was defective. However, due to the motor's cable being found to be defective as well, the damaged locking mechanism was not replaced. The root cause of this damage could not be conclusively determined nor correlated to the reported event. The returned motor was connected to a test 2nd gen primary console and mock circulatory loop. When the motor's cable was manipulated near the motor body bend relief the console intermittently alarmed with a "m4: motor alarm" and then a "m2:motor disconnected" message. Additional testing of the motor's cable revealed intermittent open connections in the current drive phase b1 (ib1+/ib1- lines) and current bearing phase a2 (ia2+/ia2- lines). Although the root cause of this damage could not be conclusively determined, it appeared to be a result of conductor breakdown due to repetitive bending or twisting of the cable during use. It was noted that the motor was manufactured in december 2008, making it over 10 years old. Due to the motor's cable being defective, the returned motor was scrapped. Similar reports of motor cable wire damage have been documented and corrective action has been initiated to investigate the issue. Reports of similar events will continue to be tracked and monitored. The centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. If any component is damaged do not use the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pediatric patient was on a pedivas blood pump which appeared to de-couple. There was a "grinding noise" and the decision was made to change out the centrimag (cmag) motor electively. When testing the motor in question on a different centrimag console, they could reproduce the noise when moving the cmag motor around. The healthcare provider removed suspect cmag motor from service and replaced with another motor. There was no adverse impact to the patient due to the event. No alarms were ever triggered, just an audible "grinding noise". No additional information was provided.